Event description:
Peri-prosthetic fracture rate for c-stem amt is greater than that for c-stem. Complaint covers 23 events concerning c-stem amt and peri-prosthetic fracture recorded in the (B)(6) registry.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following initial review, the complaint was raised for a preliminary risk assessment ((B)(4)) and reviewed by quality, medical and safety departments, concluding that no patient harms were identified.the complaint shall be closed with an undeermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall assessed and further investigation completed as required.